Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the retractor band, hard stop, sensor and ribbon cable was damaged the field service engineer replaced the worn retractor band, hard stop, sensor, and drawer ribbon cable to resolve the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the main drawer has encountered failure. The customer reported that the malfunction resulted in delay in the administration of the medication to the patient. There were no adverse events or injuries reported based on this incident.